Manufacturer narrative:
Correction: this report is to retract 2017865-2021-35181 submitted on 26 oct 2021. This report was erroneously submitted, upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported the patient presented in the hospital for an implant procedure. The physician had difficulty screwing the right ventricular lead in and out, was eventually unable to screw the lead into place. The physician used another lead to complete the procedure. The patient was in stable condition.